Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading at time of the call was 15.8 mmol/l. Troubleshooting was performed. The time, date, and programming on the insulin pump were correct. The alarm history revealed no delivery and low reservoir alarms. Ran a fixed prime and high pressure test and the insulin pump passed the tests successfully. No further info was provided.